Event description:
It was reported that prior to surgery, that the unit's battery and handle was overheating. It was also noted that there was an odor coming from the unit. There was no harm or injury to patient as there were no patient involvement. Another device was immediately available to complete the procedure. Due diligence complete. No additional information is available. After evaluation of the returned device, it was determined that the batteries were covered in electrolyte.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2: foreign: netherlands visual examination of the returned product identified the battery pack was disassembled, the wiring pulled out, and batteries covered in electrolyte. Functional testing found the device powered on and function normally in both modes when connected to a lab battery pack. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed.. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.